Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿ on continuous glucose monitor. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment and fluids. The customer alleged that control-iq technology was not functioning properly and that the pump was over-delivering insulin as droplets of insulin were noted at the end of the infusion tubing after insulin delivery was manually stopped. Additionally, the customer alleged that the insulin gauge was inaccurate. Data review by tandem customer technical support (cts) confirmed that the pump¿s insulin delivery and insulin gauge fill estimate were functioning as intended; however customer maintained that the pump was not functioning properly. Additionally, it was reported that the customer received an occlusion alarm. Customer cleared the alarm and resumed insulin delivery. The customer sustained no permanent damage. Although requested by tandem technical support, the customer declined additional troubleshooting for the issue.